Manufacturer narrative:
B5 describe event or problem - correction/additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, a code change occurred leading to additional information becoming available. It was reported that an adverse event occurred. The wearable was inserted into the arm on 12/28/2025. On the same day, it was reported that the patient inserted a new sensor but was having difficulty pairing the sensor to her phone. The patient¿s son visited her to try and assist her and call dexcom for troubleshooting. During the reporter¿s call with dexcom, he noticed the patient suddenly lost consciousness. No bg meter reading was able to be taken since the patient¿s glucometer was missing. The reporter stated he was going to call 911 and then hung up with dexcom. No other patient or event details were provided. Attempts to reach the reporter back for further information were unsuccessful. D data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a pairing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new sensor but was having difficulty pairing the sensor to her phone. The patient¿s son visited her to try and assist her and call dexcom for troubleshooting. During the reporter¿s call with dexcom, he noticed the patient suddenly lost consciousness. No bg meter reading was able to be taken since the patient¿s glucometer was missing. The reporter stated he was going to call 911 and then hung up with dexcom. No other patient or event details were provided. Attempts to reach the reporter back for further information were unsuccessful. Data investigation confirmed the reported pairing failure. The probable cause could not be determined post investigation. A transmitter not found alert was triggered at 2:57 pm on (B)(6) 2025. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that a pairing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new sensor but was having difficulty pairing the sensor to her phone. The patient¿s son visited her to try and assist her and call dexcom for troubleshooting. During the reporter¿s call with dexcom, he noticed the patient suddenly lost consciousness. No bg meter reading was able to be taken since the patient¿s glucometer was missing. The reporter stated he was going to call 911 and then hung up with dexcom. No other patient or event details were provided. Attempts to reach the reporter back for further information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the supplemental MDR, data investigation results became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new sensor but was having difficulty pairing the sensor to her phone. The patient¿s son visited her to try and assist her and call dexcom for troubleshooting. During the reporter¿s call with dexcom, he noticed the patient suddenly lost consciousness. No bg meter reading was able to be taken since the patient¿s glucometer was missing. The reporter stated he was going to call 911 and then hung up with dexcom. No other patient or event details were provided. Attempts to reach the reporter back for further information were unsuccessful. The root cause of the customer¿s adverse event was undetermined. On the date of the reported event the customer had an active sensor session which was expiring and was stopped at 12:23 pm. There were no glucose alerts on the morning of the event (B)(6) 2025. A new session started but the sensor failed after warmup with an algorithm detected failure. Following the sensor failure the logs contained the reported pairing failure triggered at 2:57 pm on (B)(6) 2025. The cause of the pairing failure could not be determined via the data. No additional event or patient information is available.